Event description:
In february 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultrasmart meter had an erased memory. The senior medical affairs specialist (smas) spoke with the reporter briefly in february 2006; however, she requested to be called back in march 1, 2006. A letter was mailed in march 2006 since the reporter could not be reached by telephone in 2006. The reporter mentioned that the patient had obtained a 69 mg/dl on the reporter meter, while experiencing "seizure-like" symptoms. The reporter had taken the patient to the hospital, where a 502 mg/dl was obtained on the hospital meter. The results were reported to have been within 25minutes apart. Patient's diabetes medication regimen involves taking 8 units of lantus in the morning and 8 units in the evening and humalog based on a sliding scale regimen. No further information was provided. It would have been helpful to know when the 69 mg/dl was obtained in relation to developing symptoms, how much insulin the patient had administered on the day of concern, patient's eating habits, the treatment administered at the hospital, diagnosis made at the hospital, and if the patient was admitted. The customer care advocate (cca) discovered that the meter average setting was not activated through reviewed the meter's memory/settings. The cca walked the reporter through activating the meter average setting. The reporter claimed that the results were not displayed. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient obtained a relatively low result, takes insulin based on a sliding scale regimen, was experiencing "seizure-like" symptoms, and recieved treatment for hyperglycemia at the hospital.